Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and evaluation of the device found that the software installed on the pace/defib engine board had become corrupted. The software was re-installed to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.